Event description:
It was reported by that a patient underwent a shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a pmi product on an unknown day for an unknown reason. Diligence is underway and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). The device has not been returned for analysis at this time; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. Attempts have been made to gather all product identification information and no further information has been provided. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed due to device history record review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.